Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed that the imaging issue was caused by faulty lamp. However, the specific cause of the faulty lamp could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite xenon light source customer replaced the lamp, but the error message, e103, lamp lighting failure occurred. The issue was found during inspection for use for a diagnostic procedure. The procedure was completed with no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found e103 occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.